Event description:
It was reported that the pt had a sudden drop in the sound quality through her speech processor, while she was on vacation 6 weeks ago. The pt does not live close to the clinic so she was unable to see the audiologist until july 07. The pt reported that there was vibration in addition to the sound and sometimes the sound was loud. This was not elleviated with the pt's spare speech processor. Further testing revealed that the device has malfunctioned and the pt will require revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.